Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string broke off of a tampon leaving the pledget inside her vaginal cavity. She attempted manual removal of the pledget but was unable to remove it on her own. She went to the hospital where the tampon was removed by a doctor. The doctor told her that the pledget had fallen apart into pieces. Consumer did not receive additional medical treatment and did not experience any adverse health effects.